Event description:
Additional information received reported it was not determined if there was a lead migration. The patient was not recovered and the symptoms were ongoing. The patient was unable to use the stimulator and needed to meet with the manufacturer¿s representative for adjustments.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient met with a manufacturing representative (rep) last month for reprogramming and his spinal cord stimulator (scs) was far better when he left and he was happy. He met a few weeks later with another rep to activate adaptive stim. However, there was a loss of therapeutic effect, pain was not being covered, and stimulation was not the same. This occurred following strenuous activity when the patient was packing and moving. The patient met with the rep for reprogramming. A rep reprogrammed him and it felt better. But after reprogramming, the patient felt stimulation in the wrong location and caused pre-existing nerve issue to cause the patient pain. The patient needed to turn stimulation off for 3-7 days for relief. A different rep assisted in stopping pain to the nerve but did not resolve therapy not working for the patient. Adaptive stim was also changing without position change or changing amplitudes. The patient had the impression that an x-ray was needed, but the 2nd rep did not perform an x-ray. The x-ray would be to determine if a lead had moved. The patient had an appointment on (B)(6). It was lather reported that the patient still had concerns regarding his device or therapy but he was working with his doctor or rep. An appointment was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.